Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0uu7g, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative received information regarding a patient with an implantable neurostimulator (ins) who experienced symptom return. The patient's symptom return was not alleged to be sudden and there were no known device malfunctions, however the system was explanted. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.